Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from the health care provider (hcp) via the , regarding an (B)(6) male patient receiving intrathecal gablofen via an implantable infusion pump. The indication for use of the device was for intractable spasticity and head/brain injury. The concomitant medications and patient history were not reported. The patient presented to the emergency department on (B)(6) 2015, and during examination of the patient they found redness, open areas of the wound, pain, and drainage of pus. The incision was open on 2 areas of lateral side, and one area of medial aspect of incision. The patient's temperature 36 degrees celsius. It was diagnosed as a baclofen pump pocket infection. A blood culture was obtained ((B)(6) 2015), with no growth in 5 days. A wound culture was obtained ((B)(6) 2015), with no growth in 7 days. On (B)(6) 2015, surgical intervention included wound debridement and wound irrigation with antibiotic wash. The event resulted in prolonged or in-patient hospitalization. The event resolved without sequelae on (B)(6) 2015. It was reported as not related to the device or therapy, as it was related to the implant procedure and pump pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.